Event description:
It was reported that during a da vinci-assisted urology radical surgical procedure, the monopolar curved scissors (mcs) instrument had poor tip movement. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur with the surgeon¿s head inside the surgeon side console (ssc)¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the ssc. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument. It was unknown if observed movement was greater or lesser than intended. The instrument moved in the intended direction. The timing of instrument movement was appropriate. It was unknown if there was any shakiness and/or friction experienced/observed. It was unknown if there was any instrument-to-instrument or system arm-to-arm interference. It was unknown if there were any external collisions. The issue was persistent.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis. The 8mm monopolar curved scissors was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The scissors opened and closed properly. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found to have the life indicator with a failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired.